Manufacturer narrative:
The device had the cannula assembly fully deployed. The exposed portion of the soft cannula was kinked. It could not be determined when this damage occurred. The download data indicates no timeouts or signs of struggle to deliver insulin. No other damages or defects were found in the pod that would result in a failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient's blood glucose level rose to 270 mg/dl after wearing the pod between 4 and 24 hours on the arm.